Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Root cause: customer procedural error source: phone.

Event description:
Consumer swabbed nose after placing it in liquid reagent solution: technical service specialist provided guidance. Consumer swabbed nose after placing swab in liquid reagent first. Said the liquid was all up his nose. Reports frequent sneezing after. Test was negative. Test was repeated again and was negative. Technical services troubleshooting: tss advised please refer to the hazardous ingredients for liquid reagent section in the user instructions. If the solution contacts the skin or eye, flush with plenty of water. If irritation persists, seek medical advice. Https://www.poison.org/contact-us or 1-800-222-1222, customer understood said he will call 1-800-222-1222.